Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 on foreign patient's behalf to report intermittent out of range on (B)(6) 2015. At the time of contact the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned to dexcom for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). Device evaluation was completed by (B)(4) on (B)(6) 2015. Investigation results were received by dexcom on 07/29/2015. The device was visually inspected and found no cosmetic flaw. Functional testing was performed and the test failed. Evaluation of the failed transmitter test confirmed the reported event of an intermittent out of range signal; however, a definitive root cause could not be determined.